Manufacturer narrative:
Initial reporter address continued: (B)(6). The customer ran qc and the results were acceptable. Foam in reagent bottles can cause pipetting issues leading to questionable low results for this type of test. Since no other samples or tests were affected, an instrument issue can be excluded. The customer has had no further issues. The investigation determined the event is consistent with a pre-analytical reagent handling issue at the customer site.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for total psa, total (free + complexed) psa - prostate-specific antigen (tpsa) on a cobas 8000 e 602 module. The initial result was 0.006 ng/ml. This result was reported outside of the laboratory. The repeat result was 5.71 ng/ml. This result was believed to be correct as the sample was also tested on a cobas e801 module and the result was 5.67 ng/ml. The tpsa reagent lot number and expiration date were not provided.